Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010, mesh and monarc hammock were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat bladder prolapse. It was reported that the patient had a concurrent procedure of mesh implanted to sustain the colon.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 10/27/2016. It was reported that patient underwent mesh excision on (B)(6) 2014 by implanting surgeon due to exposed vaginal mesh and pelvic pain at (B)(6).

Event description:
It was reported that patient underwent mesh excision on (B)(6) 2014 by implanting surgeon due to exposed vaginal mesh and pelvic pain at (B)(6).